Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic cholecystectomy procedure, the sonicbeat device displayed an error due to a torn teflon tissue pad. The intended procedure was completed using a backup olympus device. The patient was under sedation at the time of the event, and there was no patient harm associated with this event.